Event description:
No blood glucose levels reported. The customer reported scratches on the screen of the insulin pump. The customer also reported that there was condensation inside the display of the insulin pump. No additional info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico mfg site has been assigned a medwatch number from the medtronic minimed (B)(4).